Event description:
It was reported that a cortex screw broke during surgery. The surgeon was treating a femur fracture and while implanting the cortex screw in the left femur, the screw head broke off. The head was retrieved but the shaft remains in the patient¿s bone. There was no delay in surgery and no patient adverse event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: ktt. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.